Event description:
It was reported that the lead exhibited a high pacing threshold. The lead was successfully repositioned. There were no consequences to the patient and the patient's condition was good before and after the event.

Manufacturer narrative:
Na